Event description:
(B)(4).

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the MFR), and (B)(4) (the importer). This report has been identified as b. Braun (B)(4). In a f/u with the facility, the rptr stated the incident occurred when the nurse was starting an IV. The nurse removed the needle from the catheter and placed it down to finish securing the IV line. When the nurse went to pick the needle to dispose of it, the nurse was stuck. The safety shield did not fully deploy. No add'l medical intervention was needed. The lot number of the product is unk. It should be noted that the introcan safety is designed to reduce the risk of needle stick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. The sample and all available info were forwarded to the actual MFR, b.braun (B)(4). The sample was visually examined. It was observed that the safety clip was not activated on the tip of the cannula. The cannula was slanted starting from approx 15mm from safety clip sitter. The cannula was bent about 4 degrees from the cannula hub. No other abnormalities were noted on the returned sample. Their investigation is ongoing at this time. A f/u report will be submitted when the results become available.